Manufacturer narrative:
Through the course of the investigation, it has been discovered that this report is a duplicate of MFR# 1038671-2022-00183. This case and report are to be closed: any additional information and/or investigation findings will be provided on MFR# 1038671-2022-00183.

Event description:
It was reported via a legal notification that a patient, initial left knee implanted with an optetrak insert made of polyethylene on (B)(6) 2015, underwent a revision procedure on (B)(6) 2021, approximately 6 years 3 months post the initial procedure. As a result of defendants¿ failure to properly package the optetrak device prior to distribution, the polyethylene liner prematurely degraded and the plaintiff was required to undergo revision surgery due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by early and preventable wear of the polyethylene insert and resulting component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss and other injuries. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered, and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, the plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress and pain and suffering. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical product(s): serial #: (B)(4), category #: 200-02-29 - three peg patella 29mm, serial #: (B)(4), category #: 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t, serial #: (B)(4), category #: 204-34-02 - fluted stem extension 25l x 14 mm, serial #: (B)(4), category #: 02-010-01-0225 - logic femoral ps cem left sz 2.5, serial #: (B)(4), category #: 204-70-00 - tibial stem ext. Screw. Additional information, including the product investigation, will be submitted within 30 days of receipt.